Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error twice on the same infusion set and reservoir. The patient's blood glucose was reported as good. Troubleshooting was initiated and it was confirmed that the insulin pump was dropped and the drive support cap became loose. The insulin pump will not be returned as the device is out of warranty.